Event description:
A medtronic rep reported that the site said the software kicked them back several steps in the software after registering the pt. The screen was frozen so they rebooted. They were then able to proceed using the system to complete the case, with no delay. There was no impact on pt outcome.

Manufacturer narrative:
Pt info is not available at the time of this report. The device has not been returned to the MFR.